Event description:
This is a solicited case report received from a consumer of unspecified age in united states on 05-jul-2015 who was involved in a active online listening, study number: (B)(4). Study description: essure® generic active online listening. Consumer had essure inserted and experienced pain. Follow up 08-jul-2015: consumer reported that she experienced another spell of numbness in the thighs and bottom of feet and related the event to essure. No additional details were provided. Follow up 10-jul-2015: consumer reported that essure caused her extremely swollen everywhere, migraine and clumps of hair in tub. Follow up 15-jul-2015: ptc investigation results were provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 02-aug-2015: consumer stated that she had no desire to do anything. Follow up information received on 22-aug-2015, 23-aug-2015, 29-aug-2015 and two reports from (B)(6) 2015 (upgraded to incident): it was reported that essure was her problem and at the time of the report received on 29-aug-2015, she was 3 days post op she feels like a different person. Also consumer informed that on day 3 of no essure she spent the day with no pain, headaches, and feeling in every part of her body. She stated that she was told she had a different glow about her without the pain of essure that was ruining her life. She stated that she was so sad it had required a hysterectomy. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain nos. She underwent a hysterectomy and 3 days after essure removal she had no pain. The pain is serious due to required intervention and listed in the reference safety information for essure. Considering that in this case, the temporal relationship is suggestive and that there is no alternative explanation, the pain is assessed as related. Upon follow up information, this case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up information received on 18-feb-2016 from consumer via social media: she stated that her bp (understood as blood pressure) was high while essure was implanted and after removal it was perfect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain nos. She underwent a hysterectomy and 3 days after essure removal she had no pain. The pain is serious due to required intervention and listed in the reference safety information for essure. Considering that in this case, the temporal relationship is suggestive and that there is no alternative explanation, the pain is assessed as related. Upon follow up information, this case is regarded as incident since a device removal was required. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.